Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This carto 3 system was manufactured before september 24, 2016, therefore no UDI is applicable for this product with serial (B)(4). Concomitant products: pentaray navigational eco catheter, us catalog #: d128208, lot #: 30050077l. Soundstar eco catheter, us catalog #: 10439011, lot #: e8109573. Smart touch bidirectional sf catheter, us catalog #: d134804, lot #: 30024640l. (B)(4).

Event description:
It was reported that they got error codes 20, 24, 42 and 505 on the carto 3 system. It was also reported that there was an electrical burning smell from the patient interface unit (piu). The piu was shut off and the smell dissipated. The procedure was then cancelled. The response clarified that the patient was under general anesthesia for approximately 40 minutes at the point the procedure was cancelled. The physician had two transseptal punctures and was starting to perform the fast anatomical mapping (fam) of the veins using the pentaray navigational eco catheter at the time of the equipment issue. It was confirmed that the procedure was cancelled due to the issue experienced. There were no signs of fire or smoke. However, there was a strong scent of melted wiring which radiated from the piu. The physician calculated all given risks prior to cancelling the procedure; however, not knowing if the piu may combust and have the patient and lab staff all exposed to an active fire was a larger risk than rescheduling the outpatient elective procedure. There was no extended hospitalization. The physician explained that the procedure would be rescheduled for a later date and was discharged later that evening. It was confirmed that there was no patient consequence. The burning smell issue was assessed as a reportable malfunction. This procedure cancellation was assessed as reportable issue. The error codes on carto were assessed as not reportable. The potential risk that they could cause or contribute to a death or serious deterioration in state of health were remote.

Manufacturer narrative:
Investigation summaryit was reported that they got error codes 20, 24, 42 and 505 on the carto 3 system. It was also reported that there was an electrical burning smell from the patient interface unit (piu). The piu was shut off and the smell dissipated. The procedure was then cancelled. The response clarified that the patient was under general anesthesia for approximately 40 minutes at the point the procedure was cancelled. The physician had two transseptal punctures and was starting to perform the fast anatomical mapping (fam) of the veins using the pentaray navigational eco catheter at the time of the equipment issue. It was confirmed that the procedure was cancelled due to the issue experienced. There were no signs of fire or smoke. However, there was a strong scent of melted wiring which radiated from the piu. The physician calculated all given risks prior to cancelling the procedure; however, not knowing if the piu may combust and have the patient and lab staff all exposed to an active fire was a larger risk than rescheduling the outpatient elective procedure. There was no extended hospitalization. The physician explained that the procedure would be rescheduled for a later date and was discharged later that evening. It was confirmed that there was no patient consequence. The biosense webster field service engineer removed the patient interface unit and the location pad and installed replacement ones. The system passed acceptance testing procedure and is ready for use. The removed parts were sent to the device manufacturer for further investigation. The device manufacturer found that the dc/dc converter of magtx card had been overloaded and burned out. The magtx was replaced with another one. The device history record review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Management is notified of failure analysis through the monthly trending reports. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device history record has been provided on july 25, 2018. The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacturer¿s reference number: (B)(4).